Event description:
Review of svc data detected a reportable event. During servicing, monitor (B)(4) failed a pulse test with associated code 203 - pulse test fault and code 102- charge profile fault. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. As received, the monitor failed incoming pulse testing associated code 203 - pulse test fault and code 102 - charge profile fault. The cause for the code 203 and 102 is an open resistor r45 on the computer/analog (ca) board. The cause for the open resistor is excessive current. The cause for the excessive current is broken lead on high-voltage capacitor c20 on the defibrillator board. The root cause for the broken lead on c20 could not be positively identified, but the damage likely resulted from the monitor impacting a hard surface. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change ((B)(4)) to reduce the pca strain was approved by FDA on (B)(4) 2012. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the broken lead on c20. The last pt to use this monitor did not report any deficiencies.